Event description:
Healthcare professional reported ¿capsular contracture baker grade unknown¿ and ¿category 2 benign calcifications¿ diagnosed via mammogram. This record is for the left side. Device was explanted and will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events capsular contracture, calcification and crease / folding of implant was received on april 29, 2026 with lot number 3454727. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - calcification: not observed through visual inspection. - crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿capsular contracture baker grade unknown¿ and ¿category 2 benign calcifications¿ diagnosed via mammogram. Later, healthcare professional reported ¿any creases¿. This record is for the left side. Device was explanted and will be returned.